Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Momomura si, tsutsui h,sugawaray,etal. Clinical efficacy of cardiac resynchronization therapy with an implantable defibrillator in a japanese population -results of the miracle-ICD outcome measured in japanese indication (momiji) study. Circ. J. August 9 2012; 76(8):1911-1919.

Event description:
A journal article was reviewed that contained information regarding this cardiac resynchronization therapy defibrillator. The failure modes noted in the article were inappropriate detections and/or patients those inappropriate detections led to inappropriate shocks. Follow up did not yield any interventions that may have occurred or the status of the device. There were no further patient complications reported as a result of this event.